Event description:
1/26/1998-physician contacted manufacturer and reported that the pump requires frequent venting with no effect on pump performance. Pump has low flow and stroke. Interconnect cable and consoles have been changed; however, problem still exists. No air leak seen outside of body. The device will be explanted and replaced with another device. 1/27/1998-physician and assistant stated the upon explant the pump was found to have totally separated from the percutaneous tube and that the patient was successfully implanted with another medical device and is recovering fine. New pump flow looks good and the patient is doing good. No further information is available.